Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference literature at the following address: http://jbjs.org/content/84/2/187. This report will be amended when our investigation is complete.

Event description:
It is reported that one patient had an arthroscopic procedure due to anterior knee pain; the procedure consisted of lateral release, trimming of osteophytes, and manipulation under anesthesia.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.